Manufacturer narrative:
The reagent lot number was 82140600. The expiration date was 31-jan-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ferritin results from the cobas e411 disk analyzer. Example 1 initial result was 0.5 ug/l with a data flag, and the repeat result was 70.63 ug/l. Example 2 initial result was 0.5 ug/l with a data flag, and the repeat result was 180.8 ug/l.

Manufacturer narrative:
The field service engineer adjusted the bead mixer. The investigation determined that the service actions resolved the issue.